Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. The visual inspection noted that the lens was observed cut in two parts. A few stains and loose particles were observed on the lens optic body compatible with handling the lens. The lens sample returned was observed with the characteristic of an acrylic 1-piece lens. The condition observed in the lens received is consistent with a lens that has been removed from the patient's eye. Lens was explanted in a secondary procedure. There was no evidence to suggest any fault on the lens or manufacture. Manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or nonconformance (ncr) related to the customer claim was generated. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure as the patient changed their mind on the preferred lens diopter. There was no incision enlargement and no sutures were used. There were no patient complications reported. The iol was replaced with another lens of the same model. No patient injury was reported. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.